Event description:
Customer contacted beckman coulter inc. (Bci) regarding multiple erroneous results on multiple assays generated by the unicel dxi 800 access immunoassay system for several patients. The erroneous results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer performed a system check after the event which failed.a field service engineer (fse) was on-site. Upon inspection, fse discovered that the customer had inadvertently installed a dispense probe improperly in an aspirate probe position during morning maintenance. Customer did not run qc following the maintenance.fse installed the correct probe at the correct position within the instrument. A system check and qc was performed and no issues were noted.